Event description:
The remb micro drill was returned for service. Upon evaluation at the manufacturer, it displayed a bias current error when connected to the console, signaling a run-on condition occurred.

Manufacturer narrative:
Upon disassembly, worn components were discovered.